Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Operational checks were performed on test load and paddles and both passed. The fse was unable to reproduce the alleged failure. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and no parts were replaced. The device was placed back in to service. Philips cannot rule out a malfunction of the device at the time it was reported. Additional event details including patient characteristics were requested but not provided.

Event description:
It was reported to philips that the device shock was not delivered to the patient. A second device was used to successfully treat the patient. There was no reported injury to the patient. This complaint is being reported as a serious injury as the users had to switch to a different device to deliver energy. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.